Event description:
It was reported that a customer's pump screen was cracked, unreadable and unresponsive. There was no reported impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.